Event description:
It was reported that a pump motor stall occurred (B)(6) 2012 and was confirmed in the event logs with no motor stall recovery. No other stalls/recoveries were recorded in the event logs. The reporter stated that the patient had been playing tennis the night prior to the report and was transferring to his wheelchair at the time of the motor stall. The reporter stated that the skin around the pump site looked normal with no bruising, redness or swelling. It was reported that the patient suffered symptoms of withdrawal. The reporter stated that the patient woke up in the middle of the night prior to the report "not sleeping well." By noon, the patient had symptoms of increased spasticity, was "hot/flushed" and was anxious. Other symptoms reported include severe spasticity and pain. The patient was going to be started on oral baclofen to manage the withdrawal symptoms. The reporter confirmed the pump was alarming. The pump was replaced the day after the motor stall due to pump "malfunction." There was no patient injury, and the patient recovered without sequela. The drug used in the pump was gablofen (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. Final analysis of the pump (B)(4) found a pump alarm resonator anomaly due to manufacturing and a pump motor gear train anomaly involving corrosion.

Manufacturer narrative:
(B)(4).